Event description:
Customer reported erroneous high access progesterone test results were obtained for two patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were elevated. Test results were reported out of the laboratory. The initial test results were questioned by a fertility clinic. Repeat analysis was performed with both samples. The test results were lower. No reports of death or serious injury as a result of this event. The procedure for embryo implantation was canceled for both patients due to the initial elevated test result.

Manufacturer narrative:
Samples were collected in plastic tubes with a gel separator and centrifuged at 3100 in a swinging bucket centrifuge at room temperature. All results were obtained from the primary container and the samples were normal in appearance. Previously run progesterone samples were reanalyzed, no other patient results were determined to be erroneous. Three levels of progesterone quality control were within the customer's established ranges prior to and on the day of the event. A routine system check was performed on (B)(4) 2009 which passed within instrument specifications. On (B)(4) 2009, the field service engineer performed a high sensitivity system check which passed within instrument specifications. Performed a 50 replicate progesterone precision test which passed within expected precision of the assay. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high access progesterone test results were obtained for two patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were elevated. Test results were reported out of the laboratory. The initial test results were questioned by a fertility clinic. Repeat analysis was performed with both samples. The test results were lower. No reports of death or serious injury as a result of this event. The procedure for embryo implantation was canceled for both patients due to the initial elevated test result.

Manufacturer narrative:
Samples were collected in plastic tubes with a gel separator and centrifuged at 3100 in a swinging bucket centrifuge at room temperature. All results were obtained from the primary container and the samples were normal in appearance. Previously run progesterone samples were reanalyzed, no other patient results were determined to be erroneous. Three levels of progesterone quality control were within the customer's established ranges prior to and on the day of the event. A routine system check was performed on (B)(4) 2009 which passed within instrument specifications. On (B)(4) 2009, the field service engineer performed a high sensitivity system check which passed within instrument specifications. Performed a 50 replicate progesterone precision test which passed within expected precision of the assay. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.